Event description:
It was reported that the patient had a heartmate ii to a heartmate 3 exchange on (B)(6) 2022. The patient had not progressed after their pump exchange. The patient remained in critical condition so the family decided to withdraw care. The patient ultimately passed away from natural causes on (B)(6) 2022. The heartmate 3 pump was operating as intended with no alarms noted. The device was not explanted. Related manufacturer's report regarding pump exchange: 2916596-2022-10713.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was also reported that hm3 lvas, serial number (B)(4) was not explanted and would not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event however, no additional information was provided. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01sep2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was received, which has determined that the information reporting this patient's pump exchange (originally MFR# 2916596-2022-10713) is now being reported on MFR# 2916596-2022-10245. This event is now linked to MFR# 2916596-2022-10245, as well. No further information has been provided. The manufacturer is closing the file on this event.